Event description:
It was reported that during a surgical procedure, the neptune smoke evacuator was not functioning properly. It was further reported that there was minimal exposure to surgical plume, however no medical intervention was reported. Backup neptune equipment was used to complete the procedure. No pt or user injuries were reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A MFR field service technician was dispatched to the user facility to evaluate the device. The technician confirmed that the smoke evacuator was not functioning. The smoke evacuator assembly was replaced and the rover was returned to use.